Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer had changed the infusion set site and cartridge. The customer's current blood glucose (bg) level was 256 mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and insulin was observed exiting the infusion set tubing.